Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient alleged on the morning of (B)(6) 2011 he went to test his blood glucose on his onetouch ultralink meter and it would not power on. The patient stated he manages his diabetes using novolog insulin using an insulin pump and doses based on his meter readings. The patient advised that when he was unable to test his blood glucose in the morning he guessed the amount of insulin to administer based on his breakfast. The patient claimed approximately 6 hours later he began to feel "tired and sluggish" but denied receiving any treatment for his symptom. At the time of troubleshooting, the cca noted that per the onetouch ultralink specifications, the subject meter did not need a battery replacement. The correct test strips were used but the issue remained unresolved. A replacement meter was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury, nor did he receive medical intervention. However, this complaint is being reported because the alleged product issue remained unresolved.